Event description:
(B)(6) states that facility reported left brake cable cracked. Original order (B)(4) received (B)(4) 2014 then sold to facility. Not sure how long used if used. No lot number available.